Manufacturer narrative:
The complaint device was received and inspected. The complaint can be confirmed. It was observed that the needle was jammed inside the needle chamber of the device, and the distal tip of the needle was broken. If the expressew gun is not properly cleaned after being reused, debris can build up inside the expressew gun. When excessive debris builds up inside the needle chamber of the expressew gun the needle can become stuck. From past similar occurrences of the needle becoming stuck inside the expressew gun, when the user attempts to remove the stuck needle from the distal tip of the expressew gun it can jam the needle inside the needle chamber. Removal of the needle from the distal tip of the expressew gun is not the intended removal path. When this operation is performed, excessive stress can cause the distal tip of the needle to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales representative via phone that during a rotator cuff repair procedure the customer's expressew iii needle tip broke inside the expressew iii with hook and is jammed inside. The sales rep stated that no fragments were created and therefore no debris was left in the patient. The case was completed with other like-devices with no patient harm or delay. The sales rep could not provide a lot number for the expressew iii needle. The devices are being returned for evaluation.